Manufacturer narrative:
Omit: b17 - device not returned, c20 - no findings available. Additional information: device available for eval?, returned to manufacturer on, device eval by manufacturer?, imdrf annex a, b, c, d, g codes and manufacturer narrative. The actual date of event is unknown. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported issue that the pump modules displayed channel error 242.4030 (motor stall failure) was confirmed and replicated during laboratory testing. During the external inspection of the suspect pump modules, no anomalies were identified. However, during the internal inspection of all three (3) pump modules, the air-in-line (ail) assembly was removed from the bezel, and it was observed that the optocoupler (op1) on the ail pcb was broken on all three (3) suspect devices. Functional testing was performed on the received pump modules by attaching to a laboratory testing pcu. Upon opening the pump modules door, error code 242.4030 (motor stall failure) was displayed. An internal inspection of the suspect pump modules was performed. During the inspection, the air-in-line (ail) assembly was removed from the bezel, it was noted that the optocoupler (op1) on the ail pcb was found to be broken, in all three (3) pump modules. The air-in-line (ail) sensor was temporarily replaced in all three (3) suspect pump modules with a known-good dchu ail assembly sensor for testing purposes only. The suspect pump modules were attached to a dchu lab pcu, and the operating system loaded without any errors or malfunctions. With the known-good dchu ail sensor installed, a basic infusion was performed. The infusion was programmed for a duration of twelve (24) hours on all three (3) suspect pump modules. All infusions were completed successfully, with no errors or malfunctions. The motor stall ¿ ail assembly issue was escalated via dir# (B)(4). The event date was reported to have occurred on 09 february 2026, the time of the event was not reported. The facility did not provide infusion details. The concomitant pcu or logs were not returned for this investigation; therefore, a log analysis could not be performed. The pump module event log contains limited information regarding the programming of the device and does not include drug data. The profile in use was not identified as it resides on the pcu. The data set was not provided by the facility; therefore, both specific profile and medication information could not be determined in the log review. A review of the event log of the suspect pump modules, the last activity was on (B)(6) 2025, between at 2:54 pm and 3:04 pm, the suspect pump modules were attached to the concomitant pcu. A review of the error log of the suspect pump modules, showed error code 242.4030 (motor stall failure), was recorded: pump module s/n: (B)(6) between (B)(6) 2025 to (B)(6) 2025, fourteen (14) times. Pump module s/n: (B)(6) between (B)(6) 2025 to (B)(6) 2025, fifty-seven (57) times. Pump module s/n: (B)(6) between (B)(6) 2025 to (B)(6) 2025, twenty-two (22) times. The bd alaris system user manual v12.3.2 notes that regular inspection for damage is required before usage and that failure to perform can result improper instrument operation. If a device or accessory is dropped or severely jarred, take the device out of use immediately. Send the device to biomedical engineering for inspection to ensure the device is functioning properly before it is reused. Do not use a device that appears to be damaged. Send the device to biomedical engineering for repair. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause for the reported channel error 242.4030 (motor stall failure) is being attributed to a damaged optocoupler (op1) located in the air-in-line (ail) pcb. Inadequate manufacturing procedure (mp) leads the ail op1 infrared/encoder led hitting lvp camshaft encoder flags or motor assembly. As a result, the ail op1 infrared/encoder led would be impacted including solder joint integrity, microcracks or bending. As the lvp devices with these minor defects are used in the field, they will cause system error 242.4030 when the solder joint become open and the op1 infrared/encoder led become flat 180° or fall off (missing). Note that this report lists imdrf annex a1801, g04088, c0601, d15 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that three (3) large volume pumps had displayed error code 242.4030. There was patient involvement however no patient harm.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that three (3) large volume pumps had displayed error code 242.4030. There was patient involvement however no patient harm.